Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead - 2011 (B)(6). (B)(4).

Event description:
It was reported that following a revision procedure to relocate the device sub-pectorally, the patient experienced a cyst or atheroma, complicating the procedure. Additionally, the patient has been suffering from chronic pain and itching due to an allergic reaction to the device. The device will be explanted and replaced with a gold-plated device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.